Event description:
Complainant alleged that the device displayed "defib disabled", "pacer disabled", "defib fault 72" and "pacer fault 116" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.